Event description:
It was reported via repair work order that the bed has phantom drift down without pushing any buttons on the bed due to malfunction saidrail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.